Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site had changed the surgeon monitors back and forth since the reported issue so it was unknown which monitor was flickering. The problem was no longer an issue. The site was unaware of the cause.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9733623, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the surgeon monitor was flickering. A manufacturer representative reseated the connections with no change. The representative grabbed the surgeon monitor from a different navigation system. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.